Event description:
It was reported that the external pulse generator did not turn on. Different new battery batches were used and it would not power on. It was also stated as "the 'on' key must be pressed several times before the unit powered on, and that was intermittent as well." The generator was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, the device passed all functional testing. It was noted that the keyboard was scratched and the off key was collapsed, the upper case, side bail covers, ring cover and battery drawer were contaminated, the lower case was broken, the battery contacts were compressed and the ring bail was bent.